Event description:
Reporter stated that occlusion bell sounded at start of phaco; checked handpiece and tip, appeared to be fine. Started again and occlusion bell sounded again. Tried to reflux but could not, changed cassette, problem resolved; handpiece and tip were changed at same time. Noted considerable corneal edema immediately post-op.